Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the emergency medical services came due to low blood glucose on (B)(6) 2017 with blood glucose of 56 mg/dl. The customer states that she has been having issues with her stomach so she was not taking enough food. The customer was treated with juice. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.